Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Tube was not connected coming off porting block adapter to the sensor board. The device's tube was reconnected to address the issue. No repairs performed. The unit will be scrapped.